Manufacturer narrative:
This report is submitted on march 23, 2022.

Event description:
Per the clinic, the patient experienced swelling at implant site on (B)(6) 2022, and subsequently was treated with oral steroids (date and duration not reported).

Manufacturer narrative:
This report is submitted on month day, year.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 17, 2022.